Event description:
On (B)(6) 2024, patient undergoing arteriogram of brain and lmca (left main coronary artery) thrombectomy. Vessels catheterized during procedure were left cca (common carotid artery), left mca (middle cerebral artery), left cfa (common femoral artery). Procedure was performed without complication. When attempting to close the left cfa puncture site using a 8f angio-seal device, the device failed. Manual pressure was required to achieve hemostasis at the site. On (B)(6) 2024, patient required vascular surgery due to a partial occlusion by a foreign body in the left femoral artery, which was the fractured angio-seal catheter sheath.